Manufacturer narrative:
PMA/510k: this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -11.50/+2.0/95 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. Pigment dispersion, unreactive (fixed) pupil, blurred vision, iris atrophy, lens opacity asc and pupil block were observed. Secondary surgical intervention (yag and anterior chamber irrigation) and medical intervention (eye drops to reduce inflammation) were performed/prescribed. The reporter stated " the opacity was seen before ac irrigation and before yag pi. Patient iop is stable and va is improving. The doctor is waiting for pupil improvements since it seems to be slightly stuck to the icl." Patients last visit date (B)(6) 2020 ucva was reported to be 20/30, bcva pin-hole 20/25, asc opacity remains the same, in continues evaluation. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Corrected data: b5- included "elevated iop and inflammation" to statement. H6-patient code 1937- elevated iop. 1932- inflammation. H6-device code: 1401-blurred vision. H6-device code 2993 in initial MDR is not applicable. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -11.50/+2.0/95 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. Pigment dispersion, unreactive (fixed) pupil, blurred vision, iris atrophy, lens opacity asc and pupil block; elevated iop and inflammation were observed. Secondary surgical intervention (yag and anterior chamber irrigation) and medical intervention (eye drops to reduce inflammation) were performed/prescribed. The reporter stated " the opacity was seen before ac irrigation and before yag pi. Patient iop is stable and va is improving. The doctor is waiting for pupil improvements since it seems to be slightly stuck to the icl." Patients last visit date on (B)(6) 2020 ucva was reported to be 20/30, bcva pin- hole 20/25, asc opacity remains the same, in continued evaluation. Lens remains implanted.